Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was shown an alert "patient data may not be current". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the low disk space caused the issue. A technical support specialist started the carefusion coordination engine service, confirmed that messages were crossing, and responded to the customer via email. The specialist advised that retention of tracing would not impact the e drive as it resides on d drive and recommended reducing medication backup retention from 3 days to 2 days to free 68 gb on e drive. After receiving customer approval, the specialist dialed into the carefusion coordination engine, edited the backup bat file to reduce retention to 2 days, and confirmed completion of the request. The customer was informed that the case would be resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was shown an alert "patient data may not be current". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.